Event description:
A malfunction alarm was reported with malf 12 as the issue. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact on their glucose level. The customer planned to call back with the charger to reset the malfunction, as it was a resettable issue.